Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The DHR for lot number 4960976 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The reported complaint cannot be confirmed based on the information that has been provided. Additional information can be found in d9.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received.

Event description:
The event involved a 41 cm (16") appx 2.7ml, ext set tubing pur ambrate, spike, y-clave®, luer check valve that the customer reported a leak of an unspecified chemotherapy drug onto the nurse's forearm during connection to a patient as result of the clamp spontaneously unclamping from the extension set. Prior to the event, the extension was primed and clamped by the preparers in the pharmacy. The customer reported that their procedures instruct them to prime the tubing and then clamp it in order to be able to change the cap. The customer reported they have implemented corrective actions where the pharmacy team systematically checks the clamping before release and the nurses must check the clamping prior to opening the bag that contains the infusion bag. The device was not replaced and no further problem encountered. There was patient involvement and although there was a report of unprotected chemotherapy exposure to the nurse, there was no harm reported, no serious injury, no blood loss, no delay in therapy, no negative consequences to the operator, no clinical consequence to the patient, and no need for medical intervention. This captures the first of three events reported.